Event description:
A peritoneal dialysis (pd) patient reported experiencing drain issues during treatment. The patient remained asymptomatic. The patient's prescribed fill volume was 2000 mgl. The patient reported ending treatment and manually draining a volume of 4500 ml. The reported drain volume of 4500 ml was 225 percent over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical treatment as a result of the overfill.

Manufacturer narrative:
Additional treatment data was requested but was unavailable. A review of the patient's cycler usage history by the clinic nurse indicates no unusual drain activity. Per the patient's statement, a large intraperitoneal drain volume occurred in drain 2 with an undetermined cause. There was no adverse event associated with the reported increased intraperitoneal volume (iipv). The pd cycler was returned for evaluation. A visual inspection was performed and indicated no sign of physical damage. A simulated treatment was performed and completed with the cycler found to be within specification. The load cell, valve actuation, system air leak and patient sensor calibration checks passed but the voltage check failed. The device was found to need a power cable reseated and there were no other internal discrepancies.